Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience alpine 3.0x18 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending (lad) artery and a mid circumflex (lcx artery. The proximal lad was pre-dilated with a 2.5 x 12 mm unspecified balloon catheter and a 3.0 x 18 mm xience alpine was deployed. Post-dilatation was performed with a 3.0 x 12 and 3.0 x 08 mm unspecified balloon catheters. The lcx was pre-dilated with 2.5 x 12 mm unspecified balloon catheter. A 2.75 x 28 mm xience alpine could not cross the lcx and during manipulation the stent implant dislodged with the proximal end in the left main. A 2.0 x 12 mm trek balloon catheter was inserted into the dislodged stent and inflated to remove the stent on the balloon catheter; however, angiography showed that the 3.0 x 18 xience alpine from the lad was entangled in the dislodged stent and was explanted with the dislodged stent. A 3.0 x 23 mm xience alpine was implanted in the lad and 2.75 x 33 mm xience alpine was implanted in the lcx to successfully complete the procedure. Both stents showed timi iii flow and the patient was stable. There was no clinically significant delay in the procedure. No additional information was provided.